Event description:
A resident received burns to his feet when receiving an evening bath. He received 2nd and 3rd degree burns which he needed hospitalization for. When admitted to the hospital he was diagnosed with the burns and later diagnosed with aspiration pneumonia. After being hospitalized the resident died due to pneumoniadevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: design - human factors, expected wear/deterioration, material degradation/deterioration, invalid data. Conclusion: device failure directly contributed to event, device was out of spec in a manner that relates to event, device unavailable for follow-up investigation examination. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device repaired and put back in service, inserviced by other facility staff, invalid data. Invalid data - on device destroyed/disposed of status.